Event description:
The customer reported that an infusion of fluorouracil 1600mg should have been programmed to run at 47 ml/h over a vtbi of 24 hours, however the infusion went through in two and a half hours. The user reported that before the chemotherapy infusion was started, they had infused hydration fluid at 500 mls/h. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. Internal file no: (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.